Event description:
The patient was on the or table receiving prep when the doctor tilted the table slightly. Several seconds after the doctor stopped moving the table it was noted that the patient was starting to tilt over more. The doctor was not touching the or table controls during this time. The nurse was able to hold the patient on the or table and the doctor manually lifted the or table to a flat position. It was noted that oil was coming out from the table onto the floor. While reviewing the service history for this or table it was found that the or table also had hydraulic failure this year and late last year. The manufacturer representative had repaired the or table after each event. The hospital also has one other or table of this model. The service records show that the second or table had a hydraulic leak late last year and two malfunctions for problems related to the table going up and down earlier last year. The manufacturer representative provided repairs after each incident. This is a total of 6 incidents for two or tables in a 1 year time frame.